Manufacturer narrative:
This pack was mfg in may, 2005. The returned product was visually inspected and a <1mm hole was found in the upper front of the bag. It is impossible to know if this defect occurred during mfg, shipping or during the time that it was stored in the pts medicine cabinet. The contents of the pack are water and ammonium nitrate which can be a skin irritant if there is prolonged contact, which seems to have occurred in this case. Instructions and warnings printed on the pack caution that the contents should be washed off immediately if a leak occurs and contents come in contact with the skin. Since this pack was placed on the pts back he did not notice the leak until there was prolonged contact.

Event description:
Pt retrieved an old cold compress from his medicine cabinet, hs (B)(4). He placed it on his back. Item had a small hole when he placed it on his back and contents leaked on his shoulder. He went to the ER at (B)(4) and was treated for a 2nd degree chemical burn. He was given an ointment. He followed up with a visit to a dermatologist, dr. (B)(6). He had 6-7 blisters that were between 1-2 in. Squares that were fluid filled. The dr. Drained the fluid and removed the skin. Again he was given an ointment. He had had shoulder surgery on thursday. The doctor had given him a vest sling and he used a regular cold compress on the front of his shoulder but for the back he used the instant cold compress he found in the house. He stated that he wrapped it before applying. He also stated that it did not burn at the incision site but below it.